Event description:
It was reported that the occluder was intermittently not occluding completely. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) verified that the occluder head intermittently did not fully occlude. He replaced the occluder head. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was not able to duplicate the reported complaint. Per data log analysis, the log shows two cases were run on 10-dec-2018. There are no indications of a problem in the log. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the occluder to fully occlude with no leakages throughout the evaluation.

Event description:
Additional information was received that the reported issue happened after use of the device for a cardiopulmonary bypass (cpb) procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.